Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7071422.